Manufacturer narrative:
Evaluation summary: om2 failed svo2 incorrect, drifting. An edwards electronics technician evaluated the optical module and found that the trilens was damaged causing the svo2 drift. The trilens was replaced and the cable was repaired. The service history record was reviewed and all manufacturing requirements were met.

Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a company employee from a physician and forwarded by our affiliate (B)(4). This case involves a (B)(6) female pt who rec'd poly-l-lactic acid (sculptra) on an unk date. Relevant medical history and concomitant medication info were not mentioned. On an unspecified date, the pt rec'd the first application of poly-l-lactic in the neck and face and 30 days after the pt went back to the physician's office to receive the second application. The physician noticed the pt had about 8 visible nodes at her neck. Massages were performed and the pt referred pain at the site. The product had been efficient after the first application, so the pt rec'd the second application at the face but not at her neck. The reporter stated that the pt had extremely thin and flaccid skin and poly-l-lactic acid was diluted in 10ml (nos).

Event description:
Optical module, model om2, (B) (4) was reported as having the svo2 incorrect, drifting. No patient injury was reported.